Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced an issue with tube leakage of three infusion sets before the insulin entered into the actual infusion site. No further information available.

Manufacturer narrative:
Device 1 of 3.